Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon initial impella insertion, the wire backed across the valve, which required the impella to be explanted to regain left ventricle (lv) access. Once lv was re-accessed, impella was inserted in normal fashion without issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.